Event description:
A surgeon reports that a patient with a history of retinitis pigmentosa had an intraocular lens implanted in 2004. In 2005, they presented with anterior capsular phimosis and posterior capsular fibrosis (retractile) which caused one of the haptics to move onto the optic. During a secondary surgical procedure the following month, the haptic and optic were repositioned in the bag. The outcome of this procedure has been requested.

Event description:
Add'l info was provided by the surgeon. The pt's uncorrected visual acuity following repositioning of the lens was 8/10 (20/25) -- an excellent outcome for this patient.